Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the clip, it was noted that a posterior prolapse was present and an enlarged atrium which made visibility difficult throughout the procedure. One clip (00723u164) was successfully implanted, reducing mr to a grade of 1. The following day, echocardiography showed that the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It is unknown if mr increased and no additional treatment was performed to treat the slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) as stated by the physician appears to be related to the patient morphology/pathology (posterior prolapse and enlarged atrium). There is no indication of a product issue with respect to manufacture, design or labeling.